Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) one-link needle-free IV connectors did not allow solution to be injected into an unspecified set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five (5) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing, pressure testing, and functional testing were performed with no issues noted. All five returned samples were found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.